Event description:
It was reported that pt underwent bi-polar arthroplasty in 2005. Immediately following procedure, it was discovered that two screw components detached from the instrument and radiographs confirmed they were retained by the pt. Later the same day, add'l procedure was performed to remove the screw components.